Event description:
A report was received that during a trial procedure it was discovered that the patient had pneumocephalus. The patient was experiencing a headache and was given pain medication to treat. The leads were pulled and the trial completed successfully.

Manufacturer narrative:
Additional suspect medical device components invovled: model: sc-2218-50e, serial: (B)(4), description: linear trial lead with pre-loaded 0.014 inch stylet - 50 cm the explanted trial leads will not be returned to bsn because they were discarded by the medical facility.